Manufacturer narrative:
Annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A case study was submitted for review titled "long-term follow-up following stent-in-stent for stenosis caused by late endothelialization of self-expanding aortic valve struts". The patient was admitted to hospital with unstable angina. The patient reported a history of transcatheter aortic valve replacement with a medtronic 26mm evolute pro valve 2 years earlier. Computed tomography revealed severe overlap between the evolut commissures and both coronary ostia. Coronary angiography detected focal stenosis at the evolut frame struts in the left coronary cusp. Advancing a guidewire into the left coronary artery was quite challenging but eventually successful. This was exchanged for a stiffer non medtronic wire which could stabilize the following maneuvers. Intravascular ultrasound (ivus) confirmed severe narrowing because of hypoechoic tissues, indicating potential endothelialization of the evolut frame struts, with only mild stenosis in the left main. Pre-dilation was performed followed by a medtronic 3.5 x 30-mm onyx stent implantation. However, an additional 4.0 x 15-mm onyx stent was implanted in a stent-in-stent manner for potentially stronger radial force because of acute stent recoil. Post-dilation was performed using a 4.5-mm noncompliant balloon. Postprocedural angiography revealed an excellent result with an elliptical, but acceptable, minimum stent area (>8.0 mm^2) measured by ivus. One-year angiography revealed no restenosis. Ivus showed similar acceptable findings as compared with post procedure. A physiological assessment was performed including instantaneous wave-free ratio and fractional flow reserve which showed negative results (0.91 and 0.81, respectively). Computed tomography confirmed neither stent recoil nor thrombosis on dual antiplatelet therapy. No clinical adverse events were observed up to 3 years after stenting and 5 years after transcatheter aortic valve replacement.

Manufacturer narrative:
Journal article: long-term follow-up following stent-in-stent for stenosis caused by late endothelialization of self-expanding aortic valve struts authors: toru naganuma, hirokazu onishi, toru ouchi, koji hozawa. Journal: jacc: cardiovascular interventions year: 2024 ref: https://doi.org/10.1016/j.jcin.2024.01.289 b3: date of publication medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.